Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/9/2019. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a ruptured anterior communicating artery aneurysm with subarachnoid hemorrhage, the 2mm x 3cm galaxy g3 mini coil (glm920030 / l14302) was delivered and implanted in the target aneurysm and the delivery wire was removed, but the coil came back a little to the sl-10® microcatheter (stryker). Another 2mm x 3cm galaxy g3 mini coil was advanced into the target lesion in an attempt to push the protruded coil back into the aneurysm. However, this coil did not fit the aneurysm and was removed from the patient which resulted in the repeated partial protrusion (approximately 2 cm) of the complaint 2mm x 3cm galaxy g3 mini coil came back into the microcatheter. The physician assumed that the coil was unraveled and attempted to remove the coil with a snare catheter. During the attempt to remove the coil, the physician realized that the coil was not unraveled, but the coil was dragged into the microcatheter. At this point, the microcatheter was already away from the target lesion. Due to heavy vessel tortuosity, the snare catheter could not be advanced, and the complaint coil could not be removed. No additional intervention was performed, and no further information was provided. The tip of the complaint coil was confirmed to remain protruding out from the aneurysm neck into the parent vessel which is near the neck of the aneurysm. At the conclusion of the procedure, angiography was conducted, and it verified that blood flow was not disrupted by the protruded tip of the coil. There was no report of any patient complications or adverse events. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all times. There was no visible defect or damage noted on the product prior to the event there was no unintended detachment observed in the vessel or in the microcatheter. The complaint coil remains implanted and is thus, not available to be returned for evaluation and analysis. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (l14302) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil protrusion into parent vessel is a known potential complication associated with the use of embolic coils in cerebral aneurysms and is listed in the IFU as such. It is not possible to determine the root cause of the events or factors that may have contributed to the event based on the minimal information available for review; however, ruptured aneurysms are difficult to treat and are prone to coil protrusion into the parent vessel. Coil protrusion may necessitate coil retrieval or stent deployment in the parent artery. In this case, it appears that the use of the snare catheter was unsuccessful, and no further intervention was conducted to secure the protruded coil to the parent vessel wall. Blood flow was reportedly uninterrupted despite the partially herniating coil. Review of the available information suggests that aneurysm characteristics and procedural factors may have contributed to this event. Since the coil protrusion required additional intervention in an attempt to place the coil back into the aneurysm sac and preclude permanent injury, the event meets MDR reporting criteria as a ¿serious injury¿. With the limited information available and without the complaint coil and the concomitant microcatheter available for analyses, the reported customer complaint could not be confirmed. In addition, coil protrusion into parent vessel is considered to be circumstance-dependent; the product analysis lab environment is not conducive to determine the cause of the coil protrusion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint of positioning difficulty is situationally dependent and cannot be confirmed in the laboratory. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode: procode is krd/hcg. Reporter: the name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a ruptured anterior communicating artery aneurysm with subarachnoid hemorrhage, the 2mm x 3cm galaxy g3 mini coil (glm920030 / l14302) was delivered and implanted in the target aneurysm and the delivery wire was removed, but the coil came back a little to the sl-10® microcatheter (stryker). Another 2mm x 3cm galaxy g3 mini coil was advanced into the target lesion in an attempt to push the protruded coil back into the aneurysm. However, this coil did not fit the aneurysm and was removed from the patient which resulted in the repeated partial protrusion (approximately 2 cm) of the complaint 2mm x 3cm galaxy g3 mini coil came back into the microcatheter. The physician assumed that the coil was unraveled and attempted to remove the coil with a snare catheter. During the attempt to remove the coil, the physician realized that the coil was not unraveled, but the coil was dragged into the microcatheter. At this point, the microcatheter was already away from the target lesion. Due to heavy vessel tortuosity, the snare catheter could not be advanced, and the complaint coil could not be removed. The tip of the complaint coil was confirmed to remain protruding out from the aneurysm neck into the parent vessel which is near the neck of the aneurysm. At the conclusion of the procedure, angiography was conducted, and it verified that blood flow was not disrupted by the protruded tip of the coil. There was no report of any patient complications or adverse events. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all times. There was no visible defect or damage noted on the product prior to the event there was no unintended detachment observed in the vessel or in the microcatheter. The complaint coil remains implanted and is thus, not available to be returned for evaluation and analysis. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (l14302) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil protrusion into parent vessel is a known potential complication associated with the use of embolic coils in cerebral aneurysms and is listed in the IFU as such. It is not possible to determine the root cause of the events or factors that may have contributed to the event based on the minimal information available for review; however, ruptured aneurysms are difficult to treat and are prone to coil protrusion into the parent vessel. Coil protrusion may necessitate coil retrieval or stent deployment in the parent artery. In this case, it appears that the use of the snare catheter was unsuccessful, and no further intervention was conducted to secure the protruded coil to the parent vessel wall. Blood flow was reportedly uninterrupted despite the partially herniating coil. Review of the available information suggests that aneurysm characteristics and procedural factors may have contributed to this event. Since the coil protrusion required additional intervention in an attempt to place the coil back into the aneurysm sac and preclude permanent injury, the event meets MDR reporting criteria as a ¿serious injury¿. With the limited information available and without the complaint coil and the concomitant microcatheter available for analyses, the reported customer complaint could not be confirmed. In addition, coil protrusion into parent vessel is considered to be circumstance-dependent; the product analysis lab environment is not conducive to determine the cause of the coil protrusion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint of positioning difficulty is situationally dependent and cannot be confirmed in the laboratory. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a ruptured anterior communicating artery aneurysm with subarachnoid hemorrhage, the 2mm x 3cm galaxy g3 mini coil (glm920030 /l14302) was delivered and implanted in the target aneurysm and the delivery wire was removed, but the coil came back a little to the sl-10® microcatheter (stryker). Another 2mm x 3cm galaxy g3 mini coil was advanced into the target lesion in an attempt to push the protruded coil back into the aneurysm. However, this coil did not fit the aneurysm and was removed from the patient which resulted in the repeated partial protrusion (approximately 2 cm) of the complaint 2mm x 3cm galaxy g3 mini coil came back into the microcatheter. The physician assumed that the coil was unraveled and attempted to remove the coil with a snare catheter. During the attempt to remove the coil, the physician realized that the coil was not unraveled, but the coil was dragged into the microcatheter. At this point, the microcatheter was already away from the target lesion. Due to heavy vessel tortuosity, the snare catheter could not be advanced, and the complaint coil could not be removed. The tip of the complaint coil was confirmed to remain protruding out from the aneurysm neck into the parent vessel which is near the neck of the aneurysm. At the conclusion of the procedure, angiography was conducted, and it verified that blood flow was not disrupted by the protruded tip of the coil. There was no report of any patient complications or adverse events. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all times. There was no visible defect or damage noted on the product prior to the event there was no unintended detachment observed in the vessel or in the microcatheter. The complaint coil remains implanted and is thus, not available to be returned for evaluation and analysis.